Event description:
It was reported that the implantable neurostimulator (ins) was shutting off "randomly." It was stated that the ins battery level was "ok" and that it was not the reason for the stimulation turning off. It was noted that the event, which was "random in nature," occurred the day prior to the report as well as the day of the report. It was uncertain whether or not the changes in stimulation were positional, but it was suggested that it was not related to movement. It was stated that the patient did not see "any unusual" codes on the patient programmer or recharger. It was noted that the adaptive stimulation was not enabled yet. Additional information was requested and if received, a follow-up report will be sent.

Manufacturer narrative:
Product ID, 39286-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient's device was "going off" and that it was due to "posture changes". The amplitude was increased and the stimulation remained on with movement. It was stated that the patient was "doing very well and happy with the stimulation". No further information was provided.